Manufacturer narrative:
The universal seal has not been received for failure analysis evaluation. A review of an image provided by the customer was performed: the fragment in the image appears to be a portion of the universal seal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer has suspected a piece of rubber broke off from the universal seal and fell into the patient's body cavity. The customer retrieved the fragment using a robotic instrument during the same procedure. No post-operative diagnostic tests were performed and no additional surgeries were required.